Manufacturer narrative:
Follow-up #3: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 2 instances of damaged failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 130 allegations of a malfunction, 52 pumps were returned to animas and investigated. Of the investigated pumps, 44 were found to be malfunctioning due to a cracked or damaged display lens. During investigation for unrelated allegations, there were 40 additional damaged failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 130 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-84 years of age and between 28 and 242 pounds. Of the reported patients, 67 were male and 63 were female.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instance of a damaged display failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation: in q1 2017 there were 8 additional instances of damaged display failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there were 3 instances of damaged display failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #4: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of damaged failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.